Event description:
The reporter stated the surgeon inserted an aq2010v silicone three piece lens and the haptic tore. The lens was removed with no patient injury and another same model lens was implanted. The reporter stated the cause of the lens damage was due to a tech issue/loading error.

Manufacturer narrative:
Silicone ultraviolet-absorbing posterior chamber, three piece foldable intraocular lens (elastimide). (B)(4). Results - visual inspection of the returned product found the lens optic torn into two pieces. A piece of the lens optic and one haptic were torn off and missing. There was evidence of clear surgical residue. (B)(4).